Event description:
On (B)(6) 2009, solta was notified of an event where an operator had been "hit" on the shoulder by exposed laser energy as a result of a broken knuckle component on a fraxel repair laser system. She reported that the duration of the exposure to the laser was for "only a second," and was not hurt. She did verify that the exposed laser beam did not hit anyone else and discontinued the patient treatment.

Manufacturer narrative:
A replacement arm was sent on (B)(4) 2009 and installation by a service tech completed on (B)(4) 2009. Investigation of the laser arm revealed a broken knuckle assembly. This MDR report is filed because of the inadvertent exposure of laser beam energy to the operator that resulted from the broken knuckle assembly. Submission of this MDR report is beyond the normal timeframe for filing as it is being included by the MFR as part of its review of product problem records for the period of 2009-2010. Eval summary for fraxel re:pair (B)(4): laser arm assembly investigation revealed a broken knuckle assembly. Re-working of the laser arm included replacing broken knuckle assembly as well as inspecting/updating remaining 3 knuckles, replacing arm bracket, and arm mount dowel. After repair, laser arm assembly passed all inspections.